Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. During follow up, the customer reported that the alert had not reoccurred after charging the pump. Additionally, the customer consumed food, but incorrectly overestimated the amount of consumed carbohydrates when requesting a bolus. Blood glucose (bg) level was 43(mg/dl). Sugar and juice were consumed to treat bg level.